Manufacturer narrative:
The reported complaint of the autopulse "replace battery "displayed during patient use was not confirmed as the returned battery passed functional testing. The customer reported issue was not reproduceable during the functional testing. Archive review showed battery was last charged successfully on (B)(6) 2017 and was last inserted into the autopulse on (B)(6) 2017 for 2.2 hours. On (B)(6) 2017, the date of the event, the battery recorded an overcurrent error after battery was inserted into the autopulse for about 4.7 minutes and showed it was pulled out and reinserted and run the autopulse for 7.7 minutes. It is unknown what caused the overcurrent condition of the battery during the event. Visual inspection was performed on the battery and noted no damage upon receipt. The battery sn: (B)(4) passed the test/charged cycle and was inserted to a good known autopulse and tested for 30 minutes with run-in-test lrft (life resuscitation fixture test ) .the platform passed the functional testing with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for battery with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the li-ion battery in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During patient use it was reported that the autopulse platform after a few minutes of compressions stopped and displayed "replace battery ". The li-ion battery with sn: (B)(4) that was used at the time of the event was replaced and a different battery was inserted to the platform. Once replaced, the autopulse platform performed compressions with no issue observed. There were no known patient consequences or harm was reported.